Manufacturer narrative:
Device passed displacement test. Pump error 63 was present in the device trace download and pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Device received with stained keypad overlay buttons, pillowing keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. The customer stated they have been having unexpected high blood glucose values for one and a half weeks. Customer decided to perform a self-test and received hardware low level failures alarm. They did not receive a request to rewind the pump. After a second self-test, they received another pump error alarm. Customer¿s blood glucose was 11.9 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.